Event description:
The pacemaker and leads were returned for analysis after the patient's death. Both lead connector ends were still attached to the device. The physician questions if there was ventricular capture during ventricular pacing. The cause of death was requested, but not received.

Event description:
Clinical study reported presented with dbs wound erosion at the lead site. The clinical staff was notified by the patient's dental office staff of non healing head wound. The pt presented with wounds showing blanched color, peripheral redness and eschar formation of the right surgical site. The pt was reportedly on the following medications at the time of the event: amantadine, sinemet, entacapone, pramipexole, docusate, mirtazapine, clonazepam. Patient will be admitted to operating room for a plastic surgery consult. The surgeon does not believe the wound is infected. A follow up report will be sent when additional information is received. On 8/2/06 new information received from clinical study indicates patient admitted to neurosurgery service in 2006, for removal of right lead and navigus cap the next day. The patient remained afebrile, pain free with no new neurological or other acute changes. Scalp wound showed dried exudates and epithelial colonizing without drainage. The lead and cap were removed without complications. Left system left intact and functioning. Pd medications readjusted for increased neck/head dyskinesias with resolution within 24 hours. Cultures were obtained resulting in few pseudomonas aeruginosa and few gram positive cocci in clusters. Infectious disease was consulted and it was determined the pt would be treated with antibiotic therapy for at least 3 weeks. At 26 days post antibiotic therapy the pt was still afebrile with several episodes of irritability mainly during night hours. These were treated by increasing quietiapine. They were situation-related and due to side effects of medications or other medical conditions. The following month, the pt had an elevated wbc of 14,000 but was still afebrile and pain free. An MRI and CT showed no residual hardware on the right side of the brain, left dbs system intact, and no brain abscess. Blood and urine cultures pending. Wound healing as expected with eschar, no drainage, redness, swelling or inflammation. Patient's spontaneity seems near baseline. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow up report will be sent when device analysis is complete.

Manufacturer narrative:
Evaluation summary: no anomalies found; proximal segment returned. No anomalies found. Specifically, sensing performance was tested extensively. In all cases, there was correct response from the device. Capture management data and lead impedance trend data showed no anomalies. The pacemaker and leads were returned for analysis after the patient's death. Both lead connector ends were still attached to the device. The physician questions if there was ventricular capture during ventricular pacing. The cause of death was requested but not received. Actual device involved in incident was evaluated. Mechanical tests performed. Electrical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Capture, failure to